Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "after carrying out a laparoscopic cholecystectomy, the patient had to be transferred to (B)(6) for further treatment due to a cystic stump leak. The consultant involved from edinburg raised concerns that there was a tear potentially from the clip application." Patient status - n/a.

Manufacturer narrative:
Additional information was requested from the customer and provided. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from an applied medical representative on april 28, 2016: the leak was coming from the tear location. The tear was located just below where the clip was applied on the cystic duct. A clip did not scissor in that location. The first time fired no clip was in the jaws.